Event description:
Healthcare professional reported left side deflation and implant removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product-procedure: unable to observe since it is not related to the device. ¿ deflation: observed opening device assessed as surgical damage. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d.9; h.3; h.6;

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Healthcare professional reported left side deflation and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Event description:
Device has been explanted and replaced.